Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a proglide after an interventional superficial femoral artery procedure using a 6f sheath. Reportedly, the proglide was used to achieve hemostasis; however, pain and ischemia was noticed 10-minutes post close. The proglide suture was found to have caught the back wall of the vessel. The subcutaneous tissue was widened to access the vessel. The suture was cut to remove. Manual compression was used to close the access site. There was a reported clinically significant delay in the procedure and prolonged hospitalization. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The patient effects of occlusion, pain and ischemia are listed in the electronic proglide instructions for use as potential adverse events of use of the device. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effects are potential adverse events. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.